Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within 60 minutes of treatment with a polyflux 140h dialyzer, the patient experienced red itchy skin and chest distress. Treatment was discontinued, and the patient was given oxygen and intravenous dexamethasone (5 mg). It was reported, 60 minutes later, ¿the symptoms of patient were remission¿ (no further details). No additional information is available.